Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly; no audio could be heard despite adjusting the volume to 5. The customer¿s blood glucose during the incident was 125 mg/dl. No further details were given. The device will not be returned for analysis at this time.